Manufacturer narrative:
The reagent lot number was 83500001. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hbsag ii results from the cobas 6000 e601 module. An example was provided of an initial result of 1.1 coi (positive), and a repeat result of 0.4 coi (negative).

Manufacturer narrative:
The customer's pre-analytical handling was reported to be done according to the manufacturer's recommendation. The quality control results on the date of the event were within their specifications. The instrument did not exhibit any suspicious behavior, and there were no apparent data alarms on the date of the event. The pinch valve tubing was replaced, and the analyzer has been functioning according to specifications since the service actions. The investigation determined that the service actions resolved the issue.